Event description:
Reporter indicated that vns pt had passed away due to repiratory failure. The pt reportedly suffered from many multi-system organ failures and had a high co-morbidity. Further investigation revealed that the pt was last seen by the last known treating physician in 07/2002. The pt was receiving vns therapy at the time of death and their condition had not changed. It was revealed that an autopsy was performed but attempts to contact the last known physician have not been successful to date. The device was not explanted and is subsequently not available for an analysis. The pt had a history of being worked up for resective epilepsy surgery but had never undergone such surgery. Physician indicated that the ncp system was not related to the cause of death.